Manufacturer narrative:
Product not yet returned for eval. (B)(4).

Event description:
Consumer complaint of low blood glucose results. Performed blood test at time of call - 160mg/dl. Results in memory as follows: (B)(6) 2013 at 12:53p 170mg/dl, (B)(6) 2013 at 10:53p 170mg/dl, (B)(6) 2013 at 10:42mg/dl (fasting), (B)(6) 2013 at 9:20a 53mg/dl (fasting), (B)(6) 2013 at 9:05a 51mg/dl (fasting), (B)(6) 2013 at 9:02 56mg/dl (fasting), (B)(6) 2013 at 10:53p 138mg/dl, (B)(6) 2013 at 5:56p 109mg/dl, (B)(6) 2013 at 7:09a 73mg/dl (fasting), (B)(6) 2013 at 12:47p 145mg/dl. Caller states his glucose is normally 80-95mg/dl. No adverse event reported.